Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no documentation that supports a causal relationship. At this time, there have been no reported allegations of a liberty select cycler/liberty cycler set malfunction or product deficiency associated with the event. Peritonitis is a well-known complication in pd therapy. While the source of the patient¿s peritonitis infection is unknown; the pd nurse reported the event was relapsing in nature. Therefore, the possibility exists that touch contamination may have been a factor in the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd ) patient was experiencing cloudy pd effluent. Subsequently, the patient was seen in the outpatient pd clinic after experiencing a cloudy pd effluent. As a result, a pd effluent culture was performed which yielded gram negative cocci (organism unknown) with gram stain and the patient was diagnosed with peritonitis. The patient was initially treated with a loading dose of antibiotics with cefazolin 1-gram intraperitoneal (ip) and ceftazidime 1-gram ip. Subsequently, the patient was continued on antibiotic therapy with 1625mg of cefazolin and ceftazidime ip daily (duration unknown). The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues. Documentation in the medical records received, indicated no medical device or product was involved in the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Furthermore, an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. However; a device is not released if it does not meet requirements or is nonconforming. Should additional relevant information become available, a supplemental report will be submitted.